Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was returned to the manufacturer after being explanted and replaced due to prophylactic replacement. The ra lead subsequently tested out-of-specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.